Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is in the process of gathering additional information. As soon as additional information is received a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). In (B)(6) 2016, the recipient was treated with oral and IV ampicillin, trimethoprim sulfamethoxazole, and levofloxacin for 6 months. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. This is the final report.